Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is lymphadenopathy.

Event description:
Patient has reported "pain, burning and aches radiating through chest into armpit and arm," "swollen lymph nodes,¿ " and "left breast also had large amounts of swelling on 2 occasions." The following reported events have been deemed not device related: ¿hair loss¿, ¿extreme fatigue¿, ¿fibromyalgia¿, ¿hormonal issues¿, ¿adrenal fatigue¿, ¿food intolerances¿, ¿leaky gut and ibs¿, ¿tinnitus¿, ¿joint pain¿, ¿inflammation¿, ¿chemical sensitivities¿, ¿brain fog¿, ¿memory issues¿, ¿cold hands and feet¿, ¿heart palpitations and pounding¿, ¿dizziness¿, ¿headaches¿, ¿eye disturbances¿, ¿blurred vision¿, ¿cracked corners of mouth¿, ¿ulcers¿, ¿nose sores,¿ and ¿rashes.¿ the device has been explanted. The record represents the left side.